Event description:
Before rptr had her implants she was in good health. For all these years she never thought her implants were linked to her almost constant illnesses; gangrene covered with a rash and in the hosp for almost a week with her right ovary "stuck to uterus." She has constant infection, fatigue, pain all over, memory loss and she literally felt like she was dying. Her quality of life is improving some now and she is on medications to build up her immune system as it was way down, but she is still not able to go back to work. Rptr feels breast implants are dangerous and do not need to be on the market. Although some feel saline is safe, hers were saline in a silicone envelope and equally as toxic.